Manufacturer narrative:
As reported, during an inguinal hernia repair procedure, prior to opening the 3dmax mesh, it was observed that a "small human hair" was encased in the sterile packaging. The preliminary evaluation confirms the presence of "foreign" material (thread like, blue in color) within the mesh pores. Further review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure, prior to opening the 3dmax mesh, it was observed that a "small human hair" was encased in the sterile packaging. The procedure was completed using another mesh. There was no patient injury.